Manufacturer narrative:
D4 expiration date - updated. D4 lot - updated. D4 gtin - updated. D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 device evaluated by mfg - updated. H4 manufacturing date ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned for analysis partially deployed from the distal tip of the returned microcatheter. Once deployed, the stent was noted to be undamaged. The stent delivery wire (sdw) was also returned and there was a kink/bend towards the distal end of the wire. The introducer sheath was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) ¿stent partial deployment' was confirmed during device analysis. The remaining ar ¿stent friction' could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'not tortuous'. It was reported that 'after delivering the microcatheter to the lesion site, the physician selected the stent and inserted it into the microcatheter. When the stent reached the tip of the microcatheter, the physician was unable to push the stent out of the microcatheter completely and could only push out a small portion. Consequently, the stent, along with the microcatheter, was withdrawn from the body. The physician then replaced it with a stent and microcatheter of the same model to continue and complete the surgery'. It is not possible to determine why the stent could not be fully deployed successfully on this occasion. It appears from the event description that it was not likely to be related to target vessel tortuosity. It is possible that the deployment was not completed in a continuous movement. Or there may have been some other unknown procedural factor(s). The as reported ¿stent partial deployment' and 'stent friction' as well as, the as analysed ¿sdw kinked/bent¿ and ¿stent partial deployment¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the stent (subject device) was selected for embolization procedure for a posterior communicating artery aneurysm. The physician placed the microcatheter and attempted to push the stent (subject device) out of tip of microcatheter. However, it was observed that the stent could not be pushed out of the catheter completely and only a small portion was able to be pushed out. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the stent (subject device) was selected for embolization procedure for a posterior communicating artery aneurysm. The physician placed the microcatheter and attempted to push the stent (subject device) out of tip of microcatheter. However, it was observed that the stent could not be pushed out of the catheter completely and only a small portion was able to be pushed out. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.